Event description:
On 12/18/96, the MFR sales rep was present at the facility for the implant of an implantable infusion device. Prior to device implantation, the tech accessed the device center septum, primed the device, and upon filling the device reservoir with drug, the device needle bent. The device was discarded after use.